Event description:
It was reported that the ventilator had constant disc/sense and low pressure alarms while connected to a patient. No patient harm reported. The customer reported that the ventilator failed the leak test and they did not hear the turbine running after it started alarming.